Event description:
It was reported that atg was started at 1227 to deliver 282.5ml over 4 hours. After 1 hour 46 minutes, the bag was empty, but the pump said it had delivered 124.77ml, with half of the infusion remaining. A clinical team tested 10 times at prescribed rate and dose; pump delivered under 5% error each time. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that atg was started at 1227 to deliver 282.5ml over 4 hours. After 1 hour 46 minutes, the bag was empty, but the pump said it had delivered 124.77ml, with half of the infusion remaining. A clinical team tested 10 times at prescribed rate and dose; pump delivered under 5% error each time. There was patient involvement but no harm.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available. Additional information: device eval by manufacturer?, reason code for no evaluation - if other specify, imdrf annex a, g, b, c codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd service.